Event description:
It was reported that the physician attempted to implant a leadless pacemaker, but the procedure failed. A regular pacemaker system was then implanted for the patient. The patient was in stable condition and presented normally to the in-clinic follow up. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".